Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: flexible drill shaft (d227452000) is not locking in the drill bits, even when set to lock. As soon as it was tried with another flexible drill shaft this problem was resolved so it was not user error. This issue was discovered prior to surgery in the scrub room so did not affect the patient. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the quickset flex dr sft qck cple had signs of normal use. No damage that could contribute to the reported event was found. A functional test was not able to be performed since the mating device was not returned. In addition, nothing indicative of a device nonconformance could be identified on the coupler of the device that could have been related to a difficulty or inability to assemble the mating component as intended. The retracting and locking mechanism work as intended. A dimensional inspection was performed for the quickset flex dr sft qck cple and met specifications. The overall complaint was not confirmed as the observed condition of the quickset flex dr sft qck cple would not have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: dwg-227453003 drill shaft sleeve body rev. E current and manufactured, dwg-227453002 - rigid drill shaft sub-assembly rev. E current and manufactured. Dimensional inspection: specified dimensions: sleeve ø = 0.365 in ± 0.10 in, coupler outer ø = 0.197 in, coupler inner ø = 0.1255 in. Measured dimensions: sleeve ø = 0.3665 in (complies), coupler outer ø = 0.197 in (complies), coupler inner ø = 0.1255 in (complies). Device used ¿ digimatic caliper cd78621. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: did the instrument break into 2 or more pieces? No, it was all in one piece.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary : according to the information received, "flexible drill shaft (d227452000) is not locking in the drill bits, even when set to lock. As soon as it was tried with another flexible drill shaft this problem was resolved so it was not user error." The product was not returned to depuy synthes, however photos were provided for review. See attachment's ¿img_6372.jpg, img_6371.jpg'. The photo's of '227452000, quickset flex dr sft qck cple' can not revealed the reported condition. As, the provided evidence was not sufficient to confirm the reported event of unable to assemble. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the quickset flex dr sft qck cple would not contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to no problem detected and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the flexible drill shaft is not locking in the drill bits, even when set to lock. As soon as it was tried with another flexible drill shaft this problem was resolved so it was not user error. This issue was discovered prior to surgery so did not affect the patient.